Event description:
Customer reports to have experienced keypad anomaly, then received a button error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.